Event description:
It was reported that during the procedure the balloon catheter (subject device) would not deflate after removing the wire. The subject balloon assembly was removed with the guiding catheter. The procedure was completed using a new balloon catheter. There were no clinical consequences to the patient.

Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging and hub returned with the device. During visual inspection, procedural fluids were noted within the balloon catheter & balloon itself. During the functional inspection an attempt was made to flush the device and to advance a patency mandrel, however there was procedural fluids noted to be occluding the inner lumen. There were unable to be removed by soaking. The balloon was microscopically examined and was noted to be burst/ruptured. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on the device analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It is probable that the device was damaged during the clinical procedure contributing to the reported issue as blood within the device can cause deflation issues due to blockage of the inflation ports within the balloon. An assignable cause of procedural factors will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Update: h4 manufacturing date ¿ added. D4 expiration date - added. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable will be assigned to the reported complaint. H3 other text : device not received for evaluation.

Event description:
It was reported that during the procedure the balloon catheter (subject device) would not deflate after removing the wire. The subject balloon assembly was removed with the guiding catheter. The procedure was completed using a new balloon catheter. There were no clinical consequences to the patient.

Manufacturer narrative:
Device not received for evaluation.

Event description:
It was reported that during the procedure the balloon catheter (subject device) would not deflate after removing the wire. The subject balloon assembly was removed with the guiding catheter. The procedure was completed using a new balloon catheter. There were no clinical consequences to the patient.